Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 84 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error. Customer stated that he was just walking when he got the button error alarm. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received a battery out limit alarm after the battery has been changed and no troubleshooting was performed due to keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump had no button error alarm noted. The device had unresponsive act button due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit alarm due to unresponsive button. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.